Manufacturer narrative:
The cac adapter was returned for evaluation. Various analyses were conducted and reviewed to evaluate the performance of the device in relation to the reported event. The reported event was confirmed via functional testing. Analysis revealed that the device failed visual examination and functional testing due to an intermittent connection within one of the wires of the cable's output cable. The intermittent connection occurred when the cable was manipulated. As a result, the most likely root cause of the reported event can be attributed to wear on the output cable as a result of excessive bending. The usage pattern most likely contributed to the fraying or breaking of the cable wire. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of batteries and controllers are outlined.

Event description:
It was reported that the patient was in the hospital and complaining that the ac adapter is not working anymore. The unit was replaced. There was no impact to the patient.